Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the provided images indicates three pictures were received. The first image shows the operating room team interface (orti) showing the following messages: 1. Arm 1: warning: non-recoverable arm error. Follow other arm-specific notifications or stop using the arm and unplug it to continue. 2 h, 51 min, 13 s 2. Arm 1: danger: arm error. If the instrument is inserted, use the mechanical release systems to remove it. If there is no instrument, unplug the arm and plug it back in. 2 h, 51 min, 13 s 3. Arm 1: danger: arm error. If the instrument is inserted, use the mechanical release systems to remove it. If there is no instrument, unplug the arm and plug it back in. The second image shows the serial number of the arm cart assembly which matches the reported information. The third image is of an instrument showing the serial number (B)(6). Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic cholecystectomy procedure, while performing organ removal endobag manipulation, the arm cart assembly (aca) got a non-recoverable error. The error occurred resulted in loss of aca functionality and prevented further system operation. The procedure was paused, while the issue was assessed. A mechanical release of the sterile interface module (sim) was performed to release the endobag of the cadiere forceps (cf), and a ¿broken instrument procedure¿ was performed to safely disengage the cf from the aca. The procedure was completed successfully. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b and annex d have been updated. Device evaluation: medtronic led an evaluation of the associated device data and provided image for the reported arm cart assembly (aca). Evaluation of the device data indicates occurrence of an error code which is triggered by a failure of the friction self-test at setup arm joint 4 (saj4). Review of the provided images notes the first image shows the operating room team interface (orti) displaying the following messages: 1. Arm 1: warning: non-recoverable arm error. Follow other arm-specific notifications or stop using the arm and unplug it to continue. 2 h, 51 min, 13 s" 2. Arm 1: danger: arm error. If the instrument is inserted, use the mechanical release systems to remove it. If there is no instrument, unplug the arm and plug it back in. 2 h, 51 min, 13 s 3. Arm 1: danger: arm error. If the instrument is inserted, use the mechanical release systems to remove it. If there is no instrument, unplug the arm and plug it back in. The second image shows the serial number of the arm cart assembly, which matches the reported information. The third image shows an instrument with the serial number c26baa5071. Evaluation of the device data for the reported arm cart assembly confirmed the reported condition. The root cause of brake torque fa ilures during calibration was determined to be a degradation in the holding force of the brakes resulting in brake self-test failures caused by contamination of the brake pads and brake discs by grease/oil from a bearing located close to the brakes. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic cholecystectomy procedure, while performing organ removal endobag manipulation, the arm cart assembly (aca) got a non-recoverable error. The error resulted in loss of aca functionality and prevented further system operation. The procedure was paused while the issue was assessed. A mechanical release of the sterile interface module (sim) was performed to release the endobag of the cadiere forceps (cf), and a ¿broken instrument procedure¿ was performed to safely disengage the cf from the aca due to vision being obstructed by some lap gauze. The procedure was continued using three acas to complete the procedure. There was a delay of 5 minutes. There was no patient injury.